Manufacturer narrative:
Authors: shigeru miyachi, md, phd, hiroyuki ohnishi, md, phd, ryo hiramatsu, md, phd, journal of stroke and cerebrovascular diseases vol. 26, no. 5 (may), 2017: pp 1071¿1080 title: innovations in endovascular treatment strategies for large carotid cavernous aneurysms¿the safety and efficacy of a flow diverter. Ref: https://doi.org/10.1016/j.jstrokecerebrovasdis.2016.12.023.

Event description:
It was reported in a journal article that a driver stent was used to treat one patient in a group of 18 patients undergoing stent assisted coiling (sac). 2 cases in the sac group encountered thromboembolic events / in both cases incomplete stent apposition was suspect. Temporary ischemic attack which disappeared with immediate clot-lysing medication was reported which was reported as probably due to stent thrombosis. In addition re-treatment at 6 months due to occlusion was also reported in 4 cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.